Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and cracked case from display window corner. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated that there was damage and black lines on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.